Event description:
It was reported to boston scientific corporation that a pulmonary cre balloon dilatation catheter was used during a bronchoscopy dilatation in the left main stem. According to the complaint, during the procedure, the balloon burst and pieces broke off inside the patient. The pieces were retrieved with other accessories of the bronchoscope. It was thought that all the pieces were retrieved; however one ro marker was left behind. This was noticed when an x-ray was taken following the procedure. The patient was taken back and the ro marker was removed using bronchoscopy accessories. The procedure was completed with this cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) the reported event of balloon burst. (B)(4) the reported event of balloon detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.